Event description:
On (B)(6) 2010, pt reported experiencing elevated blood glucose readings 4 days ago of around 400 mg/dl. Patient stated she bolused as normal and the blood glucose level came down to 122 mg/dl. Patient's normal blood glucose range is 70-120 mg/dl. Patient reported she then woke up with extreme elevated blood glucose symptoms the next morning and called the emts. Patient stated she was admitted to the hospital and diagnosed with dka. Patient reported she was treated for dka, specific treatment was not provided, and remained on the infusion device until last night when she was connected to an IV insulin drip instead. Pt stated she once again woke up this morning in dka while still in the hospital. Patient reported she is still being treated in the hospital at this time. Patient stated there were no errors or alerts on the infusion device at any time. Advised patient to attempt to prime and bolus with the disconnected infusion device; both tests are successful. Advised pt to speak with her physician about possible change to medications and/or insulin regimen. On f/u call to patient on (B)(6) 2010, patient reported she was released from the hospital last night and has returned to using the infusion device. Patient stated the device is working properly and her blood glucose levels have returned to normal. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.